Event description:
During a laparoscopic cholecystectomy, the 511s trocar would not arm correctly. There was no consequence to the pt. 1/27/97 the case was completed with another 511s. Clinical follow up: 1/29/97 1353 contact person stated no add'l info is available.

Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination and the functional testing the failure to arm was confirmed. Testing indicates fracturing and a skewness of the knife collar.